Event description:
On (B)(6) 2009, the patient reported she had an air bubble in the insulin cartridge of her infusion device, the patient did not properly tighten the luer lock or adapter and she did not align the device piston rod with the base of the cartridge. On follow up with the patient, she stated she had another air bubble in her cartridge. She stated she usually uses room temperature insulin to fill the cartridge. Proper procedures to reduce air bubble formation and to remove air bubbles from the cartridge were reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.